Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon wire separated resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed pre-dilatation and aspiration on the vessel. The physician attempted to remove the aspiration catheter and the occlusion balloon wire moved and the extension wire separated from the hypotube resulting in the occlusion balloon remaining inflated. The physician continued the case inserting a stent delivery catheter and placing the stent. The physician inserted the aspiration catheter and performed aspiration the vessel. The physician was unable to deflate the occlusion balloon per the instruction for use so the physician inserted a .018 inch guide wire and using the aspiration catheter for support deflated the occlusion balloon. The device was removed from the patient. The patient is reported to be fine.